Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patent was holding a battery jump pack near the chest at the time of the shock. Technical services advised to discuss this with the physician. There were no additional adverse patient effects. The system remains implanted.